Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that shaft broke. A 2.25 mm x 20.00 mm agent drug coated balloon (dcb) was selected for treating in-stent restenosis (isr). During delivery of the balloon, resistance was met trying to cross the lesion and the shaft broke. Device was easily removed, and procedure was completed using another of same device. There was no patient complication.